Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# unknown, product type lead, product ID 309328, lot# 0209379335, implanted: (B)(6) 2015, product type lead, product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was due to normal battery depletion as the patient had high intensity stimulation.

Manufacturer narrative:
Concomitant medical products: product ID :3093, lot#: unknown, product type: lead. Product ID: 309328, lot# :0209379335, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that the bilateral stimulators were not functioning. As per system modification information, it was due to battery depletion. There was a return of urinary symptoms. Factors that may have led or contributed to the issue remain unknown. Actions taken include a bilateral stimulator replacement and reprogramming on (B)(6) 2019. The issue was resolved on (B)(6) 2019. The investigator assessed the event as not serious, not related to procedure, and related to the stimulator. A surgical intervention did occur. Relevant medical history includes idiopathic urinary incontinence since 2009.